Event description:
The customer reported that during a patient event, their device would intermittently recognize the connection to a patient. There was no additional information provided on the patient event. There was no report of any adverse outcome during this event.

Manufacturer narrative:
(B)(4): the customer advised physio-control that they will be replacing the therapy connector assembly. Once proper device operation is observed through functional and performance testing, the device will be returned to the end user for use. The device has not been returned to physio-control for evaluation.